Event description:
A malfunction alarm known as malfunction code malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurred, which was acknowledged and understood.